Event description:
It was reported that noise oversensing, with some pacing inhibition, was observed on this right ventricular (rv) lead. The physician made the assessment that the lead was not working. The lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.